Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received failed self-test alarm. The customer's blood glucose was 120 mg/dl at the time of incident. The customer stated that the insulin pump failed self test. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump passed the error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. The alarm was noted during self-test due to faulty connector on radio frequency board. All operating currents are within specification. The device was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner and scratched reservoir tube window.